Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, the sensor experienced an early sensor retirement resulting in early sensor removal.

Manufacturer narrative:
The complaint was confirmed by review of in-vivo data but the problem could not be duplicated during in-house investigation. The root cause was found to be unacceptably low value of reference on channel potentially due to insufficient hydration of hydrogel. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.